Event description:
A customer reported that their insulin pump screen was dark and would not turn on after being left unused for two months due to a lack of supplies. Despite following various troubleshooting steps, the pump screen remained unresponsive, and the battery would not charge, whether using the original or different charging accessories. The customer confirmed that their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a corrective measure, technical support arranged to send the customer a replacement pump with updated software and instructed them to use multiple daily injections (mdi) as a backup insulin therapy until the new pump arrived. The customer was advised on returning the malfunctioning pump.